Event description:
Event description: boston scientific crm rec'd info that the pt that was implanted with this implantable cardioverter defibrillator (ICD) had died. The date of the pt's death was reported to have been 2006. The ICD was returned on february 27, 2007 for laboratory analysis. The pt's cause of death was not disclosed and there was no allegation regarding this device from the field.

Manufacturer narrative:
Event conclusion: upon receipt at the reliability assurance laboratory, this ICD was at end-of-life and in storage mode with a battery voltage of 2.10v. On january 5, 2005, end-of-life was triggered due to charge time. There were no episodes recorded on the out of service date of pt death. An analysis of device memory found that most of the device history that was recorded while implanted had been overwritten as the device was not programmed to off at explant. Automated testing confirmed that the device was sensing, pacing, performing diagnostic testing and recording appropriately. Further testing confirmed that the shock circuitry was functional and also responded appropriately. Multiple attempts were made to gather further info regarding this event, without success.